Event description:
This report is to advise of a dilator puncture noted during analysis.

Manufacturer narrative:
One 8.5f fast-cath introducer sheath, dilator and guidewire were received for evaluation. Visual inspection revealed the dilator was perforated 1.2¿ proximal to the distal tip. The sheath tip was noted to be split. The dilator and sheath were flushed with fluid and the dilator was inserted into the sheath; no resistance or anomalies were noted. A needle/stylet assembly from current inventory was inserted and advanced through the dilator/sheath assembly; however, the needle could not advance past the location of the puncture. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event needle insertion difficulty and dilator puncture remains unknown.